Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: section 5a, b and c is not applicable as no sample is returned. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked blood after use. The following information was provided by the initial reporter: the customer reported that in the last few times use of the venflon pro safety. Blood leakage occurred after the needle was removed. Safety system was activated and the product was put away for disposal. The blade on which the safe needle was then placed seemed to drain, and was still covered in blood. This has not been the case before.